Event description:
Event description guidant received information that this ventricular lead exhibited a high out-of-range impedance measurement in june 2005 with loss of pacing output. The lead was then surgically abandoned and replaced with a new lead.